Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1:(B)(6) hospital e3: reporter is a j&j employee. H3, h4, h6 manufacturing location: inspected, packaged, sterilized and released by: monument / supplier- (B)(4). Release to warehouse date: 06-mar-2023. Expiration date: 01-feb-2033. Part number: 03.133.102s, 2.5mm drill bit qc 135mm ster 45mm calibration. Lot number: 77p8903 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 24745 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.133m102, 2.5mm drill bit qc 135mm. Lot number: u420245. Inspection instructions met all inspection acceptance criteria. Inspection sheets, incoming final inspection ns072629 rev c met all inspection acceptance criteria. Certificate of conformance received from orchid unique dated 15-nov-2022 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 54.2 hrc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2023, the patient underwent an open osteosynthesis for a distal humerus fracture. The surgeon used two 1.5mm or 1.8mm k-wires and crossed them from the medial and lateral for temporary fixation. A plate (04.117.401s) was placed at the medial and was temporarily fixed. When the surgeon drilled at the most proximal hole in the plate to insert a 3.5 mm cortex screw, approximately 1.5 cm of the tip of the drill bit broke off when it hit the contralateral side. The surgeon inserted screws in the other holes, fixed the plate, and tried to approach from the anterior and contralateral sides to remove the broken drill bit, but it could not be removed. The surgeon also shaved the bone a bit to remove the broken drill bit, but he couldn¿t. Considering the risk of re-fracture caused by shaving the bone any further, the procedure was completed with the broken drill bit remained the patient's body. The surgery was completed successfully within 30 minutes delay. The surgeon commented that the patient was young and had good bone quality, and that it was highly likely that stress was concentrated when the drill bit contacted with the area where the k-wires crossed, leading to the drill bit breaking. Patient status/ outcome: stable. No further information is available. This report is for one (1) drill bit ø2.5 qc l135 calibration 45. This is report 1 of 1 for complaint (B)(4).